Manufacturer narrative:
Vns therapy system labeling lists vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
Reporter indicated that the patient was experiencing temporary vocal cord paralysis since vns therapy system implant surgery due to dislocation of the vocal cord. The patient was evaluated by an ent who diagnosed the patient with temporary vocal cord paralysis. No intervention is planned as both the ent and the treating physician believe the event will resolve. To date, the symptoms have not resolved. The patient has experienced a significant improvement in their voice compared to the weeks after surgery. Vns therapy system has been turned on to initial settings.